Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented remotely via merlin.net. Upon investigation, it was found the insertable cardiac monitor listed two pause events on the day of the monitor's insertion. Further investigation verified that the two pause episodes were in fact false positives at time of implant during device implantation. No changes were made. The patient was stable.